Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the insertion flexible tube (ift) buckled, the suction channel buckled, the air/water nozzle clogged, the lg prong corroded, the lg prong top corroded, the objective gluing missing, and the us connector cable lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of the nozzle missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.